Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had alerted a series of insulin flow block alarms. The customer's blood glucose level was 11.8 mmol/l. She reported that upon giving bolus, the insulin pump stops halfway through. She had changed her infusion set and site three times before calling. The customer was assisted in troubleshooting and it was found that she had tried all remedies. The customer was advised that the insulin pump needed to be replaced. She was advised to place insulin pump in storage mode and to revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin flow blocked alarm noted during testing. Device functioning properly during testing. (B)(4).